Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the touch screen panel, and completed the pm with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the touch screen of the cardiosave intra-aortic balloon pump (iabp) could not calibrated. There was no patient involvement, and no adverse event reported.